Event description:
It was reported that while using a sigma pump to infuse a pitocin piggy-back it was observed that the pitocin was flowing back up into the primary bag. There were no reports of pt injury or medical intervention. It was later reported that the event started with the pt being brought up to the floor with the pump on the pole on the bed. They then took the two bags, primary bag of saline and a piggyback of pitocin, off the pole to switch beds. At this point the pitocin was observed to flow into the primary bag. The bag of saline was then infused into the pt so that the total volume of pitocin would be infused into the pt. When the infusion was complete they infused regular saline.

Manufacturer narrative:
(B)(4). The pump is not expected to be returned and no serial number of the pump was provided. If the pump is returned in the future, an eval will be completed and a supplemental report will be filed.